Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the ins was implanted once, then it slid down. The patient said it was really uncomfortable because she was sitting on the thing. The hcp took it out and reinserted another one higher up in her back a little below the waist line. The caller thought the revision took place in 2011. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.